Event description:
It was reported that when the procedure was completed, the patient's shoulder was swollen. It was further reported that the surgeon was performing a scope on the shoulder and ac joint extinction. The surgeon stated that the pump over infused the shoulder and caused the swelling. Further, no complications were reported.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode could not be confirmed. Visual inspection confirmed a bent chassis cover on the side and a third party calibration sticker. The sensor and roller wheels were visually inspected and there were no signs of damage. The pump was opened to see if there were any damage components to the boards, none were seen. A tube set was inserted into the pump with a water source, shaver, and a joint test fixture. The pump was then allowed to run for several minutes and tested at different flow rates, it was at the higher end of the acceptable operating pressure when set at a pressure of 50 mm hg. New roller wheels were installed and then the unit was calibrated and was able to maintain the nominal acceptable operating pressure, but noticed that the motors and the roller wheels were getting very hot on both inflow and outflow. Also, there is a burnt smell inside the unit. A known good pump was setup to run at the same time for several minutes, and the known good pump did not get hot. Motors and roller wheels need to be replaced. Possible root cause/s could be: the pump was calibrated by a third party per the sticker attached at the back of the unit; the pump was overdue for calibration; worn out roller wheels and/or non-conforming motors. In sum, the product was returned for investigation but the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that when the procedure was completed, the patient's shoulder was swollen. It was further reported that the surgeon was performing a scope on the shoulder and ac joint extinction. The surgeon stated that the pump over infused the shoulder and caused the swelling. Further, no complications were reported.